Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of ¿went blank¿ was confirmed. The issue was due to a worn-out video connector latch. The issue of something was burning was not confirmed. The olympus technician was unable to find spark/smell from the unit. One of the power supply fans was faulty. The housing was missing printing on the front panel. It was recommended the software be updated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, at the end of a diagnostic colonoscopy procedure, the evis exera iii video system center went blank (no image), and something was burning. Something caused a spark, and the burning smell was witnessed by the certified registered nurse anesthetist and technician. It was from the processor, and from the back. The customer did not know the specific area in the back. The intended procedure was completed with the same device with no surgical delay. As soon as the spark, burning smell, smoke, and the monitor went black, the doctor pulled out from thirty (30) centimeters. No other device was involved in the event. No device was replaced in the event. The device was not inspected prior to use other than turning on and making sure an image showed on the monitor prior to start of the procedure. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power supply fan broke because the power supply line of the device's fan shorted. In addition, regarding the no image issue, it is likely the image was not displayed because the video connector could not be connected properly due to broken video connector latch. However, the definitive root cause of the power supply shortage / spark, and no image could not be determined. Olympus will continue to monitor field performance for this device.